Event description:
A (B)(6) female patient contacted zoll customer support to report that her belt was gonging and displaying a service code 204 - belt monitor unusable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204, check therapy pad messages) has been confirmed. Upon evaluation, the orange (+5v), yellow (pgnd), and black pulse wires were open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication and check te pad messages is the open wires. The cause of the open wires was unable to be positively identified, but is likely due to physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.